Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe leaked past the stopper during use. The following information was provided by the initial reporter: "our customer complains that the solution squirts out of the rear plunger when the syringe is opened."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 28-jul-2022. H6: investigation summary: a device history record review was completed for provided material number 300928 and lot number 2111225. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the reported defect of leakage past the plunger rod could be confirmed. Twenty retained samples were also obtained from the manufacturing facility for evaluation; however, no signs of leakage were observed. We have concluded that the most probable cause for this defect was damage to the plunger lip component. This type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe leaked past the stopper during use. The following information was provided by the initial reporter: "our customer complains that the solution squirts out of the rear plunger when the syringe is opened."